Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the charging cable to their adc device "burned" and caused damaged to their reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and valid serial number has not been provided, therefore it was not possible to check DHR for cable.. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the charging cable to their adc device "burned" and caused damaged to their reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue were observed. Customer complaint about evidence of fire and burn. Melted casing was observed around the usb port. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and evidence of fire and burn marks was observed. An extended investigation was performed on the returned readers and observed burn marks on the usb port of the reader. Returned reader was further de-cased and performed visual inspection on the returned readers pcba, no evidence of fire, smoke or electric shock was observed. The reader battery voltage was measured and it was out of specification. A power consumption test was performed and both were within specification. The current draw on the returned reader was within specification. Thus, reader did not have sufficient power to cause the reported damage. The customer did not return the usb charging cable. Inspection has been performed on the returned abbott supplied adaptor and no issues were observed. Consistent damage to the usb charging port was observed with incorrect charger use. Charging cable did not returned and the issue close to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the charging cable to their adc device "burned" and caused damaged to their reader. There was no report of death, serious injury, or mistreatment associated with this event.